Event description:
During a pci procedure, the shaft of the quantum maverick monorail catheter broke during removal from the pt. The calcified and 99% stenotic lesion was located in the mid left anterior descending (mid lad). The quantum maverick monorail balloon was being used to post dilate a cypher stent. The balloon was inflated once to 18 atms. Resistance on the guide wire was encountered during removal and the catheter was forcibly removed. The shaft of the catheter broke. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".